Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. The customer stated that she was not able to rewind the insulin pump. Ran a displacement test and the insulin pump failed the test. Advised the customer that a replacement pump will be sent and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.